Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The 15mm x 3.25mm nc quantum apex balloon catheter was advanced to the target lesion. However, on the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging. There was blood and contrast in the inflation lumen. There were multiple shaft and hypotube kinks. Examination under magnification revealed a longitudinal tear 10mm long on the proximal end the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The 15mm x 3.25mm nc quantum apex¿ balloon catheter was advanced to the target lesion. However, on the first inflation, the balloon ruptured at 6 atmospheres. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's condition was good.